Event description:
The customer reported that when sending images to pacs, the system is sending the wrong data. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the solid state hard drive. The system operates as intended.